Event description:
Information was received from a healthcare professional (hcp) regarding a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the caller called in to get help with putting pt's ins into MRI mode. Caller states they tried normal process and could not connect to ins. Agent had caller restart communicator, close all handset apps and try to go through the process and the ins could not be connected to. The caller was using correct app. The caller noted they could not feel the ins and they were placing communicator over the incision site. Agent advised caller to place below the incision scar and to have pt lean over to make ins more superficial. This did not resolve the issue. The caller noted that the pt's family indicated it usually doesn't take this much effort. At end of the call, agent was unable to hear or speak to the caller. Agent attempted to call caller back and no audio was present. Multiple call back attempts made with no success reaching caller. Agent making a note that the caller indicated that the pt's app just shut down on its own during the initial call. Caller called back for further help troubleshooting connectivity and MRI mode. Caller reported they were, "never able to connect to the stimulator." Caller stated they were able to connect to the communicator, but after opening the app, the caller stated they were, "kicked out" of the app and it would close by itself. Agent opted to connect caller to hcit to potentially uninstall and re-install the app. Caller was not agreeable to this option and hung up abruptly. Agent added a follow up note regarding potential transfer to healthcare it noted in this case previously. Because the ins is a 3058, uninstalling and re-installing the mytherapy app may clear the MRI information in the application. Thus, to avoid losing the MRI info, if this caller calls back, further normal troubleshooting can be done though it is unclear why the caller was unable to connect to the ins in previous attempts; correct communicator position, correct app and correct steps all seemed to have been followed. Additional information was received from the patient. They reported conflicting information noting that their issues have been resolved as well as noting that they have not been resolved and no further action will be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.